Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
Customer inquired why the pump recommended a low dosage of insulin when blood glucose (bg) level of >400 mg/dl was entered. Later the same day, bg level rose to 513 mg/dl. During troubleshooting with tandem technical support, pump data confirmed that pump calculated the correct dosage based on the existing insulin on board. Follow up with contact later that day indicated that the customer's blood glucose level had stabilized.